Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr implantable pulse generator, implanted: (B)(6) 2006; model 5076110 implantable pacing lead, implanted: (B)(6) 2006; model 407658 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant and stretching.

Event description:
It was reported that the left ventricular (lv) lead dislodged at implant. A new lv lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.